Event description:
New information noted that patient death was unrelated to system implant procedure.

Manufacturer narrative:
Additional information: b5, g4, h2.

Event description:
New information noted that the patient death was not related to the system and cause of death was non cardiac.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-06566, related manufacturer reference number: 2017865-2020-06567. It was reported that the patient has deceased. There is no allegation from a healthcare professional that the death was device related. The cause of death was unknown. No additional information was reported.